Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00304 and 3008114965-2024-00305.

Event description:
As reported by the field, during an endovascular embolization to the internal carotid artery (ica), a prowler select plus 150/5cm microcatheter (606s255x, 31032664) encountered some resistance during its delivery progress in the envoy 6f, mpd 100cm guide catheter (67025800, 30921794). After the microcatheter (mc) was in place, an enterprise2 4mmx39mm no tip intracranial stent (encr403900, 8219107) was delivered into the microcatheter. The stent became impeded at 1/2 of the microcatheter and could not advance any more. The physician removed the guide catheter, microcatheter and stent from the patient and switched to new devices to complete the surgery. The procedure was prolonged about 15 minutes. There was no patient injury reported. Additional event information received on 06-mar-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The prowler select nor the envoy catheter kinked prior to the resistance encountered. The 15 minutes procedural delay was not clinically significant.

Manufacturer narrative:
Product complaint (B)(4).complaint conclusion: as reported by the field, during an endovascular embolization to the internal carotid artery (ica), a prowler select plus 150/5cm microcatheter (606s255x, 31032664) encountered some resistance during its delivery progress in the envoy 6f, mpd 100cm guide catheter (67025800, 30921794). After the microcatheter (mc) was in place, an enterprise2 4mmx39mm no tip intracranial stent (encr403900, 8219107) was delivered into the microcatheter. The stent became impeded at 1/2 of the microcatheter and could not advance any more. The physician removed the guide catheter, microcatheter and stent from the patient and switched to new devices to complete the surgery. The procedure was prolonged about 15 minutes. There was no patient injury reported. Additional event information received on 06-mar-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The prowler select nor the envoy catheter kinked prior to the resistance encountered. The 15 minutes procedural delay was not clinically significant. A non-sterile 150cm x 5cm prowler select plus was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was observed that the delivery wire of the involved enterprise remained inside of the returned microcatheter. The microcatheter was visually inspected and as seen in the provided picture, the distal portion was found with a compressed condition at 5cm from the distal end. The received microcatheter was flushed to try to remove the involved enterprise; however, a strong resistance was felt. Then, a lab sample envoy 6f was flushed, and the microcatheter was inserted. The device was able to pass through the entire length, and no abnormalities were felt. At last, the microcatheter was dissected on the compressed portion; the stent was found inside. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and the outer diameter (od). The issue regarding resistance during the microcatheter delivery through the envoy was not confirmed during the functional analysis, however, the issue regarding a microcatheter being obstructed was confirmed due to the findings mentioned above. Is suggested that the compressed condition is the result of the is the result of the rhv overtightening. According to the risk documentation, the inability to connect the interventional device into the microcatheter and track to the desired location is a potential failure mode that can occur due to user technique. Inability to deliver therapeutic device to desired location can result from microcatheter damage during microcatheter insertion into the rhv or guiding/intermediate catheter o sheath. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. A manufacturing record evaluation was performed for the finished device 31032664 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.